Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for a pericardial effusion. Upon review, it was revealed that the right ventricular lead had perforated the right ventricle. Also, r-wave amplitude and pacing impedance had decreased and capture threshold had increased. The right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.